Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Pump powered up properly after battery installation. No blank display noted. Pump passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat test. The pump was monitored for a day and no unexpected powering off or blank display noted. The electronic assembly was inspected and no obvious foreign debris lodged inside of the pump noted. Verified the battery tube power connector is properly connected, during visual inspection. Pump received with scratched case, pillowing keypad overlay, and minor scratched lcd window.

Event description:
The customer reported via phone call, they were hospitalized for low blood glucose on (B)(6) 2017 when blood glucose was 48 mg/dl. Customer had been experiencing low blood glucose level as she was vomiting and had diarrhea. Unable to keep any food in stomach was causing the low blood glucose. Customer was admitted until (B)(6) 2017 and wore the pump during the hospitalization until the insulin finished. Prior to the hospitalization the customer was experiencing headaches, stomach cramps, vomiting, and diarrhea. Customer's daughter then took the insulin pump home and noted the device had alarmed low battery. When she removed the battery bed bugs were noted in the battery compartment. Customer's daughter attempted to clean the battery compartment and replaced the battery but the display was blank. The insulin pump is being returned for analysis.